Event description:
Customer alleged a patient leaned on the right intermediate siderail resulting in the rail dropping which allowed the patient to fall to the floor. No reported injury.

Manufacturer narrative:
The hill-rom investigation found there was no problem with siderails latching. All siderails latched and locked correctly.